Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the physician noted an insulation breach on the right atrial lead. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.